Event description:
New information received notes that the left ventricular (lv) lead was capped and replaced due to placement of new lead providing better desired results. The patient was stable prior and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine device change out procedure. The left ventricular (lv) lead was capped and replaced on (B)(6) 2020 due to unknown reason. No patient condition or additional information was reported.